Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the patient came to the hospital for treatment of a heart condition. While using the equipment for defibrillation therapy, the screen went black. The use of this equipment was immediately stopped, and another device was used for the patient instead. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.